Manufacturer narrative:
Concomitant medical products: model: 429678 lead, implanted: (B)(6) 2014; model: 6947m55 defib lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, undersensing and no sensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.